Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had scratches on the screen and was sometimes more difficult to read the information. The customer had to change batteries more frequently than used and the insulin pump rejected new batteries. Sometimes, the insulin pump buttons had to be pressed buttons harder or multiple times for the insulin pump to respond. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.